Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol mesh - composix l/p (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh - composix l/p (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with ventral incisional hernia (x2) thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #1, #2). Per operative notes, "two discrete hernias, one in left lower quadrant at site of old colostomy site and one in umbilicus. Left lower quadrant was repaired using a composix l/p mesh (device #1) and tacked. Ventral anterior umbilical hernia was repaired using composix l/p mesh (device #2) and tacked." (B)(6) 2016 - patient was diagnosed with multiple ventral incisional hernias with incarceration thereby underwent laparoscopic converted to open repair with implant of synthetic meshes and removal of mesh (device #1, #2). Per operative notes, "pieces of disrupted mesh along the anterior abdominal wall was adherent to loops of bowel and were removed. Two synthetic meshes were placed and sutured."